Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his electrode belt and he was receiving "add gel" messages. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4)has been completed. The reported problem ("add gel" messages, exposed wire) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the reported "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.